Event description:
It was reported that the pt underwent implantation of spinal fixation instrumentation (levels t12-l1). The tip of the screwdriver broke off inside the multi axial bolt during a dlif procedure. A mallet and the pin from the side of the retractor were used to remove the tip of the driver from the bolt. The broken piece and the pin stuck together. It was reported that bolt was not seated in the optimal position; the surgeon elected to close. There was no report of pt injury or extended surgery time.

Manufacturer narrative:
(B) (4): the screwdriver was not returned for analysis.